Event description:
It was reported by the patient that she underwent an inguinal hernia repair in (B)(6) 2012 and mesh was implanted. Since the surgery, she has experienced pain in her groin area. She also developed bladder pain and frequent urination. She went to gynecologist, who suggested that the mesh be removed. She travelled out of state to find a physician who would remove the mesh. The mesh was removed on (B)(6) 2012. The patient stated that the mesh was covered in scar tissue and adhesions. Since removal of the mesh, she has had some relief but continues to have pain and frequent urination. Additional information has been requested

Manufacturer narrative:
(B)(4). Pain occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(6).

Manufacturer narrative:
(B)(4) - the patient reported that the surgeon found a plastic piece from the mesh had migrated under her hip bone was poking her bladder. Surgeon also states that pt had a lot of scar tissue and tissue erosion around her groin. Some of the mesh could not be removed.(B)(4).